Event description:
During embolization of an unspecified arteriovenous fistula (davf) at the bifurcation of the patient¿s transverse sinuses the physician experienced severe resistance when inserting the delivery wire of the deltapaq coil (cdf100210-30/c21281) into the microcatheter. The vessel was moderately tortuous and mildly calcified. It was reported that an unspecified terumo sheath introducer, a chikai guidewire (asahi intecc, type unknown), a fubuki sheath 6fr. (Asahi intecc, type unknown), a headway microcatheter (terumo, type unknown), and an unspecified terumo y-connector were also used for the above procedure. When the physician began to insert the delivery wire of the coil into the microcatheter, he experienced a severe resistance. Since the resistance made the delivery of the coil difficult, considering the safety of the patient, the physician decided to replace the coil with another deltapaq (lot unknown). The procedure was successfully completed without further issues or delay. There was also no patient injury/complications reported. Failure analysis found that the returned coil was severely kinked and stretched.

Manufacturer narrative:
The complaint product was new and stored per labeling instructions. The procedure was conducted in accordance with the IFU and continual flushing with heparinized saline solution has been maintained during the procedure. Prior to use, no defect (kink, bends, etc.) Was noted on the product by visual inspection. Also no damages were reported on the other devices after the event. No unintended detachment was observed in the vessel or in the microcatheter. It is unknown if the microcatheter was re-shaped or not. Product analysis: the proximal section of the coil has multiple sections of severe compression and buckling damage. The coil¿s socket ring is observed to be pushed down inside the outer sheath. Located 8.4 centimeters off the distal tip of the green introducer is a severe kink on the introducer. This compressed section of the green introducer is approximately aligned in a possible pinch point area with where the internal adjustable rubber gasket is located in the rotating hemostatic valve (rhv). Located distal and adjacent to the coil¿s ball tip are sections of a blood mixture (blood, contrast, and protein) that have obstructed the coil preventing it from being advanced. The sheath was dissected in order to remove the coil. Located on the top proximal end of the resheathing tool in the open cutout section, the v notch has been damaged. The locking mechanism has compression and stretching damage. There are three possible contributing factors to the severe resistance encountered during the attempted insertion of then coil into the microcatheter. These contributing factors may have worked in tandem or separately with each capable of producing similar results. The primary contributing factor to the coils resistance during introduction may have occurred when the microcoil system was first unlocked for use and the sheath was retracted straight back instead of up at a forty-five degree angle and then back. When the sheath was pulled straight back, the locking mechanism caught the inside of the v notch of the resheathing tool and became embedded. In addition, the locking mechanism may not have been fully disengaged off the core wire. The sheath also caught the v notches extended edges. This produced a binding action between the device positioning unit (dpu), the sheath, and the coil. This binding action produced significant resistance which caused severe compression and buckling damage to the coil. In this condition the coil cannot be advanced into the microcatheter. For optimum product performance and to prevent potential complications, the instructions for use (IFU) recommends, ¿hold the introducer sheath (loosely-looped) in the left hand. Keeping the introducer tip near the re-sheathing tool, grasp the distal end of the re-sheathing tool between your left thumb and forefinger. Grasp the clear tab near the end of the introducer sheath body with the thumb and forefinger of your other hand. Gently pull the clear tab of the introducer sheath out and away from the re sheathing tool at a 45-degree angle to unlock the microcoil. Continue to pull the tab until an additional 0.5 to 1.0 inches (1.3 to 2.5 cm) of the translucent material is exposed. Gently fold the translucent tab towards the distal end, and firmly grasp the distal end of the re sheathing tool and the translucent tab between your thumb and forefinger, as shown in figure 3¿¿ caution: if unusual friction is noticed during advancement or retraction of the microcoil system, verify the locking mechanism, or clear tab is unlocked and pulled out from the resheathing tool approximately 1in. (2-3cm).¿ in addition, without the return of the headway microcatheter and the rhv used in the procedure, it cannot be determined if these components contributed to the complaint event. The secondary contributing factor to the coils severe resistance during insertion into the microcatheter may have occurred if the rhv¿s adjustable rubber gasket was over-tightened or if a misalignment occurred at the hub to microcatheter junction by the coil¿s distal tip. This would have prevented the coil from advancing into the microcatheter. If this occurred, then optimum product performance and to prevent potential complications, the instructions for use (IFU) recommends, ¿caution: do not fasten the rhv valve too tightly around the introducer sheath since excessive pressure may cause damage to the introducer sheath and/or the microcoil as it is advanced into the infusion microcatheter. Additionally, if the introducer tip and microcatheter hub are misaligned, damage may occur to the microcoil as it passes through this transition.¿ in addition, without the return of the rhv used in the procedure, it cannot be determined if the adjustable rubber gasket aligns with the compressed section of the green introducer. The third contributed factor to the coils resistance encountered during advancement into the microcatheter may have occurred if a constant pressurized flush was interrupted. This may have caused a pooling of a blood mixture (blood, contrast, and protein) to accumulate inside the introducer or in the hub to microcatheter section. The blood mixture may have formed multiple plugs obstructing the coil from advancing into the microcatheter during the procedure as was found upon receipt. If this occurred, then optimum product performance and to prevent potential complications, the instructions for use (IFU) recommends, ¿to achieve optimal performance of the codman microcoil system, it is important that a continuous infusion of an appropriate flush solution be maintained. Figure 2 illustrates the connections necessary for the codman microcoil delivery system including a typical continuous saline flush set up with pressure bag for the catheter systems.¿ a review of the manufacturing documentation associated with this lot presented no issues during the manufacturing or inspection process that can be related to the reported complaint. Although a definitive conclusion cannot be made, based on the analysis, it appears that procedural factors related to the unsheathing process, insertion into the microcatheter, and maintaining a constant flush, all addressed in the IFU possibly contributed to the event. Additionally, review of this lot presented no issues during the manufacturing or inspection process that can be related to the reported complaint. Therefore, no corrective actions will be taken at this time.